Manufacturer narrative:
Ts advised that the reported measurements were beyond the specified eri charge time (CT) extension value. Ts recommended replacement and requested return of the device to boston scientific's reliability assurance laboratory for analysis. Because this device is associated with a legal claim, following a visual inspection, and the obtaining of a memory dump and programmer save-to-disk procedure, the device was returned to the plaintiff. This event will be reopened and updated if additional information is received or analysis is conducted. Following resolution of the legal claim, a review of device memory at boston scientific's post market quality assurance laboratory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced a charge time of 25.1 seconds at a monitoring voltage of 2.66 volts. A boston scientific field representative asked a boston scientific technical services consultant (ts) if the device should have indicated an elective replacement indicator (eri) as a result. There was no report of adverse patient effects. The device subsequently was explanted and returned to boston scientific.